Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third-party service center and an evaluation could not duplicate the reported complaint. The components of the pneumatic block were reassembled. No parts were replaced to address the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective outlet flow sensor in the pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The components of the pneumatic block were reassembled to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).